Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -10.50/2.5/090 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. The lens had tore as it came out of the injector. Intraoperatively the lens was removed.